Event description:
Received a covid-19 nasal swab test. Immediately and over 24 hours later having these symptoms: nasal discomfort, headache, slight sore throat and runny nose. FDA safety report ID #: (B)(4).